Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient reported frequent lows, including blood glucose (bg) of 41 mg/dl while driving (treated with 12oz root beer to bring the bg in range). The patient was not announcing meals due to concern ilet doses too much, and acknowledged overtreating lows, leading to highs. Patient feels overwhelmed and frustrated with the ilet pump. The patient reported symptoms of tingly hands, tongue numbness, slurred speech and blurry vision. The patient was not out of range for 90+ minutes and no medical intervention was required. Agent recommended additional training for better management.